Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the act button was unresponsive. The customer's blood glucose was 130 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the insulin had some minor scratches. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.